Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products lasso nav catheter (model #d-1343-02-s lot# 17686899l). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered a cerebrovascular accident (cva) requiring computed tomography (CT). During the procedure, post-use of bwi products, the patient abruptly moved, which was noted to be secondary to inadequate sedation. Additional sedation was administered. Post-procedure, left hemiplegia was detected. CT confirmed a stroke. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure, to include catheter irrigation.